Manufacturer narrative:
Device was not returned. Complaint could not be duplicated.

Event description:
Information received from a nursecomm call as follows: caller stated that the pump turned on and running, but none of the feed was going through. Troubleshooting has been provided without resolve. Caller was recommended to call provider to have pump switched out. Rate and dosage provided were 200 ml/hr and 500 ml. There was no patient impact reported.